Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported conjunctival hyperemia, large amount of white granules in anterior chamber with yellowish white pus in anterior chamber, without obvious exudation. Hematology test showed neutrophils increased obviously which were accounted for 79.2%, and c-reactive protein increased. Antibiotics were infused intravenously and injected peribulbar subconjunctivally. After treatment for 3 days, there was no pus in left anterior chamber, and almost no inflammatory cells in anterior chamber. Additional information was provided by the surgeon, indicating that the event was endophthalmitis. No cultures were performed. The outcome of the event has resolved. There are two medical device reports associated with this patient. This report is for the left eye.